Event description:
Customer reported port needle extension tubing leaking. It was reported this is a recurring event however the exact quantity of leaking needles was not provided to bd vascular access devices field assurance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, photo sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed but the exact cause remains unknown. One photo sample of a 20 ga safestep infusion set was provided for evaluation. The extension tubing and luer hub are being shown. Blood residue is present within the extension tubing and luer hub. A partial fracture at the proximal end of the extension tubing at the interface with the luer hub segment was noted. The fracture surface appeared to be uneven and rough. Based on the information provided, possible contributing factors include repeated kinking leading to material fatigue and damage during handling. Since a break in the extension leg was visible in the image provided, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
Customer reported port needle extension tubing leaking. It was reported this is a recurring event however the exact quantity of leaking needles was not provided to bd vascular access devices field assurance.